Manufacturer narrative:
(B)(4). A philips field bench technician evaluated the device and confirmed the failure. The problem was traced to a fault processor pca. The processor pca was replaced to resolve the failure. The device passed all performance assurance testes and was returned to the customer. This was a malfunction of the processor pca that caused a hang condition.

Event description:
The customer reported that the device locked up. There was no reported pt involvement.